Event description:
The hospital reported that during preparation for a coronary artery bypass graft procedure, two heartstring seals "were not dense" while loading into the delivery tube. The report indicates no pt involvement. The hospital did not provide any additional info regarding the failure. Cracks were observed on both returned seals. These failure modes have been determined to be reportable malfunctions.